Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with customer's insulin pump. The customer received button error alarm. The customer's blood glucose level was unknown. The mother states the customer slept on the device and may have been exposed to moisture. Troubleshoot was conducted. The mother states they would be calling back at a later time in order to provide serial numbers and complete troubleshoot.